Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during stoma closure, the device handle jammed then it broke. To resolved the issue and complete the case they had to hand sew. The patient was alive with no injury.